Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had excessive corrosion and unknown substance on internal components. The device failed the following pre-tests: forward mode works in reverse and test hand switch test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the start of an unspecified surgical procedure, it was discovered that the forward mode on the electric pen drive device worked in reverse. There was a fifteen minute delay to the planned surgical procedure and a spare device was available for use. The surgery was completed without further issues. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. E information has been disclosed.